Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that for the past 2 weeks their stimulation will be on and then will turn off for a short period of time. The patient stated that they will move again, and the stimulation will turn back on. They mentioned that there doesn¿t seem to be specific movements that causes the issue but many different positions. The patient denied having any recent falls or trauma. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.